Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that the caller stated the patient has had a couple falls in (B)(6)-2018 and since then they have noticed charging has changed. The caller stated the patient hasn't been able to charge the last quartile since the falls and even after charging for 8 hours (usually with full bars), they still aren't charged to full. The caller indicated the patient came into the office on high density settings and usually charges when the ins is 25%. The caller indicated the programming hasn't changed for a while and prior to the falls, the patient was charging every 5 days and now they are charging every 3 days. At the end of the call, the caller mentioned the patient has seen a call your doctor icon on the recharger (once about a month ago and once a couple days ago), but the caller was unable to replicate this in office and the patient didn't remember the code that appeared with the icon. The caller stated the impedances were good and within range, but didn't have specific values. The caller reprogrammed the patient to low density settings which improved coverage and indicated adaptive stimulation is enabled. The caller also provided programming below for recharge interval calculations: hd programming patient came with: 8- 9- 12+ 3.6v 300 pw, 580 rate, unknown impedance, 24 hours/day estimate at 700 ohms - 2.81-3.44 days ld programming given to patient today: program 1 - 1 cathode/2 anode, 450 pw, 40 rate, 963 ohms, 5.104 ma program 2 - 2 cathode/1 anode, 450 pw, 40 rate, 792 ohms, 4.534 ma 24 hours/day estimate - 10.84-12.83 days it was reviewed with the caller that with the high density programming, the patient charging every 3 days would align with the estimate. It was also reviewed with the caller that the call your doctor icon may be affecting the charging times as when the message appears the recharger would not be charging the ins and to have the patient call when the code is seen again. It was also suggested to have the patient charge when the ins is half full so that they won't have to charge as long to get to full and charge the last quartile. It was also suggested for the patient to keep a dairy of recharging habits and come back later and check recharge stats. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the cause of the battery draining faster was unknown. The patient was reprogrammed with a ld program which extended their recharging timeframe out for 12 days. The issue was resolved. No further complications reported.